Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to the defect of image sensor unit or failure of internal board of video connector unit or the system. A definitive root cause cannot be identified since the actual device was not returned. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is planned to be returned to omsc but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during laparoscopic cholecystectomy, the endoscopic image became noisy and then black. After a while, the endoscopic image was restored, and the user continued and completed the procedure with the devices. There was no report of patient injury associated with the event. This device was used in combination with the olympus light source clv-s190 with serial number (B)(4) and the video system center otv-s190 with serial number (B)(4).